Event description:
It was reported, during a procedure. While suturing, with the needle holder. A piece of the tip fell off, while still in the peritoneum. After retrieving the hand instrument, the nurse realized, that there was a piece missing. After they tried to find the piece inside the patient and did not succeed, they took the patient out to x-ray. After they found where the tip was, they made a revision and took it out. The patient was reported to be okay and not in a life threatening condition.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the jaw was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root causes of the broken device are as follows: 1. A weakened design caused by an already slim design in addition to small deviations to the specified requirements due to manual production processes. 2. Related to metallurgical embrittlement caused by the influences of the heat treatment by manual soldering process. This supplemental report includes information added to d9 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.